Event description:
The customer contacted olympus to report the camera was not working and there was no image. The malfunction occurred during preparation for use. No additional information was provided by the customer. There was no report of patient injury.

Manufacturer narrative:
The device was inspected and the reported malfunction was not confirmed. However; the repair center found the cable had internal signs of twisted wires and the video connector had cracks. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was unable to be duplicated. The root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.